Event description:
Customer reported the spectrum monitor has issue with display, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the display. The unit was calibrated and safety tested to factory specs.